Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#: (B)(4) description:artisan 2x8 lim, 70cm.

Manufacturer narrative:
The patient was explanted and is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is scheduled to be explanted due to pain at the pocket site.

Event description:
A report was received that the patient is scheduled to be explanted due to pain at the pocket site.